Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient had a fall 1-2 months prior to the report. There was a loss of stimulation. After the fall, walking got worse for the patient, but due to concerns over medical bills, the patient did not see her doctor until the week prior to the report. The manufacturer's representative was invited there to reprogram the patient's implant. An x-ray was done at the same time and it showed the lead had dropped a little. Reprogramming was completed. The patient was getting stimulation in her back and leg as she should, but was not sure how since the stimulation was set at 0.00 volts. Upon interrogation with the patient programmer, it showed the patient was in program 1 at 0.00 volts and at program 2 at 6.10 volts which was why the patient was feeling stimulation. Since the patient was getting the stimulation she needed, no further adjustment was necessary. It was noted the device was coming up to the surface of the skin, but this was stated to not have been related to the fall. Relevant medical history included chronic low back pain and spinal pain.